Event description:
The customer reported colored lines on the monitor. No patient injury. One surgery was cancelled.

Manufacturer narrative:
Investigation including root cause analysis is in progress.